Manufacturer narrative:
The cable was replaced and analyzed. Functional testing found that the cable was damaged causing a connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was not working. This occurred while trying to boot the system. The rep indicated that system is down and would not even boot up.